Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article titled, "no effect of tourniquet in primary total knee arthroplasty on muscle strength, functional outcome, patient satisfaction and health status: a randomized clinical trial" written by ahmed jawhar, dania skeirek, vera stetzelberger, karl kollowa, and udo obertacke published by knee surgery, sports traumatology, arthroscopy (2020) published online 1 august 2019 was reviewed. Https://doi.org/10.1007/s00167-019-05646-5. The article's purpose was to study if primary tka without a tourniquet positively influences the postoperative muscle strength, functional outcome, patient satisfaction and health status. Data set included 50 patients with tourniquet and 49 without tourniquet. All received pfc sigma primary tka with depuy smarset bone cement. Patella resurfacing was performed in 6 patients in each group. The results were no significant differences between the two groups. This complaint captures the listed complications as adverse events. Exact quantities of involved products cannot be determined as patients may experience more than one adverse event. Depuy products (pfc sigma): femoral, tibial tray, tibial insert, patella, smartset bone cement adverse events: one patient with deep vein thrombosis and treatment not discussed. Two patient with infection treated by revision. Two patients with hematoma treated by revision. Two patients with delayed wound healing with one of these patients requiring revision.